Event description:
It was reported that during an amigdalectomy procedure, the scissors didn't work. It showed instrument error and didn't work. They had to use a new one. No patient consequence.

Manufacturer narrative:
The ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. A batch record review was performed and no anomalies were found during the manufacturing process.